Event description:
Reporter indicated that vns patient experienced 11 seizures in one day and that the patient could not feel either normal mode device stimulation. Additionally, it was reported that magnet swipes by the patient were not registering in the device programming history. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Device interrogation following a magnet swipe performed in neurologist's office while applying slight pressure to the device did register in the device programming history. At that point, the neurologist indicated that she believed that the patient's problem was simply that the patient was not receiving efficacy from the vns therapy. Investigation to date has been unable to determine if the episode of 11 seizures in one day was above pre-vns baseline seizure frequency for the patient.